Event description:
On (B)(6) 2010, patient reported the up button on his infusion device was defective. This was noticed around (B)(6) 2010 as an intermittent issue. Up button stopped functioning completely on (B)(6) 2010, and patient switched to backup infusion device. Patient does not know how long he has used this infusion device. Patient boluses an average of 6-8 times per day. Up button pops up after being pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue.